Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller is not charging. Patient stated they have to charge their implanted neurostimulator every day and went to charge the controller on saturday. Patient confirmed the green light was on the ac power supply, however the controller was not charged at all. Patient said they plugged the controller back in and the controller screen started to flash white and then shut down so they unplugged it and waited about an hour and plugged it back in again and the same thing happened. Patient mentioned they were able to adjust their stimulation settings if the controller was plugged into the ac power supply, but the controller still wasn't charged. Walked patient through removing the battery pack and plugging controller into the ac power supply; patient confirmed controller did not power on. Patient stated they saw the white manufacturer screen for a moment, then the screen would flash white on and off. Patient reinserted battery pack but confirmed there was no green light above the screen. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack.  Patient called back on (B)(6) 2024 and confirmed receiving replacement controller and battery pack. Patient is still having persistent issue with their controller not powering on when in ac power supply. Waked patient through resetting controller and controller screen was not powering on when plugged into ac power supply without the battery pack being re-inserted. Patient mentioned the back door cover was hard for them to open. The issue was not resolved. An email was sent to repair to replace ac power supply.

Manufacturer narrative:
Product ID 97745ac (serial: unknown); product type: 0001-accessory; product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.